Manufacturer narrative:
The device was returned and evaluated by a service technician. Evaluation found the pcb had a loose electrode jack. The most underlying root cause is likely related to normal wear and tear of the device over time. The device was repaired, tested to product specifications and returned to the customer. Method - actual device evaluated; electrical evaluation; visual inspection. Result - wear problem. Conclusion - device repaired and returned.

Manufacturer narrative:
(B)(4). The device has been returned. However, the product analysis has not yet been completed.

Event description:
It was reported that during setup prior to use there was no stimulation response. There was no patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.